Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Upon reloading the cartridge, a minimum fill notification occurred with a cartridge filled with around 120 units of insulin. Customer¿s blood glucose was 126 mg/dl. Customer loaded a new cartridge successfully.